Event description:
After a fraxel laser treatment on the face and hands on (B)(6) 2006, two areas of open skin on the cheek areas, (pin point on the right and dime size on the left) were discovered upon cleansing the skin immediately after treatment. To monitor the healing of the two wounds, the pt had several f/u visits to the physicians, dr (B)(6) and dr (B)(6). Hypertrophic scars developed in the two areas on the cheeks and the clinical decision was to excise the scars on (B)(6) 2006. It was reported that the wound margins were clean and well-approximated, with no signs of infection, inflammation or irritation.

Manufacturer narrative:
A review of the device history record for fraxel (B)(4) laser system (B)(4) has been performed on (B)(6) 2007. The system met all final test and inspection criteria. The system has been serviced on two occasions for unrelated hardware issues and upgrades. There is no trend of system issues or malfunctions with this unit. All records were found to be appropriate and per reliant specification. In the event report received from the physician's office, there was no indication that the system did not function as expected. The report stated that the pt tolerated the treatment well.